Manufacturer narrative:
Other, other text: the initial reporter confirmed that the sensor is not available for evaluation. The sensor has not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. D4. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained. G5. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained. H4. The customer did not divulge the model or lot number for this sensor, therefore this information cannot be obtained h3 other text : product not returned.

Event description:
The customer reported that an evolving deep tissue injury to left middle finger [was] found while using spo2 [peripheral oxygen saturation] probe. A patient impact was reported.